Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
Advocate stated they ran two blood tests on the customer using two contour next meters and received readings of 34 and 182 mg/dl. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Advocate did not have any of the supplies with her. No product was replaced.